Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) director of digital strategy & platforms, notified the complaint handling unit of a complaint received thru the website. (B)(4). ¿I've had three surgeries in the last 22 months. The first surgery seemed to be fine but after 11 months one of the rods broke while I was exiting my van. One month later the second rod broke while I was in the process of sitting on the couch. I was operated on again and the doctor added 2 more rods to stabilize the area where I broke the others. Seven months later, I broke the first rod again and 30 days after that I broke the second rod again. I am hoping that someone can explain this.¿ the following mfg medwatch reports are being filed for the 4 involved rods: 1526439-2014-11459, 1526439-2014-11460, 1526439-2014-11461, 1526439-2014-11462.